Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a nurse bypassed the auto-programming feature and programmed half of the actual concentration of the epinephrine 8 mg/250 ml 0.9% sodium chloride. As a result, the patient received twice the amount of medication than intended. When the next nurse hung another bag and auto-programmed the infusion, the pump noted that the order did not match what had been manually programmed previously. The error message that was displayed was not clear and not understanding the error message, the nurse selected "accept adminstration" and the medication continued to infuse as it was incorrectly programmed previously. There was no report of patient harm. The customer requested that when conflicting infusion parameters occur with auto-programming, the error codes/messages from the pump module to the epic emr be more specific.

Event description:
The customer reported that a nurse bypassed the auto-programming feature and programmed half of the actual concentration of the epinephrine 8 mg/250 ml 0.9% sodium chloride. As a result, the patient received twice the amount of medication than intended. When the next nurse hung another bag and auto-programmed the infusion, the pump noted that the order did not match what had been manually programmed previously. The error message that was displayed was not clear and not understanding the error message, the nurse selected "accept adminstration" and the medication continued to infuse as it was incorrectly programmed previously. There was no report of patient harm. The customer requested that when conflicting infusion parameters occur with auto-programming, the error codes/messages from the pump module to the epic emr be more specific.

Manufacturer narrative:
The customer requested that when conflicting infusion parameters occur with auto-programming, the error codes/messages from the pump module to the epic emr be more specific. This issue is caused by the epic system only in the epic application but we have collaborated by developing a configuration patch to help support their changes. Epic systems published an ¿issue notification¿ deemed a ¿patient safety escalation¿ on 3 july 2018 linked to a recent software ¿special update¿ (su) for their infusion pump integration application. ¿ epic system¿s su changed its interface to follow the latest 2017 ihe pcd specification ¿ bd cce-r infusion adapter (cce-r ia) v1.6 and lower follows the 2012 ihe pcd specification ¿ the 2017 ihe pcd spec discerns infusion channel source (primary vs secondary) within the obx.3 segment of the message. In contrast, the 2012 ihe pcd spec, followed by cce-r ia, makes this distinction in obx.4 ¿ this misalignment causes epic systems to combine primary infusion volume data with the secondary infusion volume, causing the infusion volume miscalculation issue resolution system changes are required by both of the integrating systems: epic systems and bd alaris emr interoperability ¿ epic systems developed subsequent sus and optional system configurations to resolve the issue (at least one of these changes are required at an existing customer site to support bd¿s part of the fix) ¿ in support of epic¿s fix, bd utilized the existing cce message procedure capability to construct a cce configuration that adjusts outbound messages to adhere to the 2017 ihe pcd spec for infusion channel source reporting. The root cause of the customer's report was due to a change in the epic interface. No device was returned for investigation.

Event description:
The customer reported that a nurse bypassed the auto-programming feature and programmed half of the actual concentration of the epinephrine 8 mg/250 ml 0.9% sodium chloride. As a result, the patient received twice the amount of medication than intended. When the next nurse hung another bag and auto-programmed the infusion, the pump noted that the order did not match what had been manually programmed previously. The error message that was displayed was not clear and not understanding the error message, the nurse selected "accept adminstration" and the medication continued to infuse as it was incorrectly programmed previously. There was no report of patient harm. The customer requested that when conflicting infusion parameters occur with auto-programming, the error codes/messages from the pump module to the epic emr be more specific.